Manufacturer narrative:
On (B)(6) 2017 09:02 am (gmt-4:00) added by (B)(6): the investigation has been completed. An log evaluation confirmed high respiratory rate and also alarms for low expiratory minute volume. The ventilator was operated using the pressure control, with automode on. This mode enables spontaneous breaths. The cause of the high respiratory rate has not been determined but the cause to this can be, e.g. Breaths triggered by the patient or by the ventilator or parameter settings related. Trigger sensitivity determines the level of patient effort needed to trigger the ventilator to a new breath. The sensitivity should be set as high as possible without the ventilator self-triggering. Ventilator triggered breaths can be caused by leakage. Leakage will be perceived as breathing efforts by the patient and this will trigger the ventilator to give an extra breath. The trigger sensitivity was not adjusted during the event according to the logs. The high respiratory rate caused the expired minute volume to decrease, but ventilation never stopped. Our conclusion in his matter is that the ventilator operated within specification. Alarms are generated for high respiratory rate and low expired minute volume. Pre-use check performed prior to the event passed without deviation and no technical alarms have been generated.

Event description:
Manufacturer reference # : (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator displayed a respiratory rate of 100 b.p.m. When it was set at 22, and there was no ventilation to the patient. There was no patient harm reported. (B)(4).